Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that his blood glucose reading was 27 mg/dl the other day. The customer stated that he was not alarmed under 80 mg/dl. The customer also stated that he was 455 mg/dl a couple of weeks ago. The customer stated that he ate and did not treat because he was low. The customer stated that his pump beeped and vibrated. The customer declined to troubleshoot for high and low readings.